Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported there was bleeding from the valve when the dilator was removed from the punctured carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium during inguinal puncture. Because blood leakage was severe, all were removed once and replaced with another sheath. However, in the 2nd vizigo, the dilator stopped moving at all in the middle of vizgio, and it felt as if something was stuck. This procedure was conducted at agilis because it did not move after entering for a certain length. The procedure was completed without patient's consequence. Additional information received indicating there was no broken/separate occurred on the hemostatic valve. It had just blood leak from hemostatic valve. The hemostasis valve (gasket) did not break into two or more separate pieces or become detached from the sheath. The sheath was being used on the patient and air did not enter the patient's body. The issue did not require percutaneous, surgical removal or medical intervention. Blood return was observed but hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was a small blood leak. The customer¿s reported obstructed sheath issue with the second carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium is not MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported there was bleeding from the valve when the dilator was removed from the punctured carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium during inguinal puncture. Because blood leakage was severe, all were removed once and replaced with another sheath. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 28-jun-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).